Event description:
Fast flow on eight pumps total. No adverse event reported at time of complaint. Fill volume 400 ml, 10ml/hr.

Manufacturer narrative:
Eval summary: this report is based on the info provided by the initial reporter. The product has not been returned for eval. Without the actual product or lot number, a complete analysis cannot be conducted. We have included this incident in our complaint- handling database. At this time this complaint is being closed. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.